Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the device not working for the past 2 years. The device failed to inflate when the physician attempted to inflate it. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported. No patient complications were reported.